Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/9/2018 . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smartablate. Sn (B)(4). (Model# m490002, lot#unknown). Smartablate irrigation pump (model# m490003, serial(B)(4)). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter stsf and developed anesthesia complications that required reintubation. It was also reported that when the stsf catheter was removed from the patient, char was noticed on the tip. The catheter was replaced and the issue resolved. Post-procedure, the patient was not responding appropriately. Evaluation for neurological event was performed. However, the patient was with no neurological deficits. The patient was reintubated and was initiated in the stroke protocol and transferred to the intensive care unit (ICU). Patient outcome is fully recovered with no residual effects. Extended hospitalization (48 hours) was required as a result of the anesthesia complications. No errors were noted during case and no noted problem with product during use. Physician believes that the patient condition post-procedure was a direct result from anesthesia and depressed ejection fraction. Patient¿s relevant history includes implantable cardioverter defibrillator (ICD), shocks for ventricular tachycardia (vt) and ischemic cardiomyopathy. No issues with temperature or flow on the catheter were reported. Generator parameters were set to power mode, ablation settings: time 60 seconds, power 20 watts, power ramp duration off, temperature settings 37 degrees celsius, warning and 40 degrees celsius cut-off, impedance settings: max cut off 250 ohms, spike cut off set to off, and min cut off 50 ohms. During the case, impedance averaged 110 and watts were set at 30. Temperature was normal during entire case. Patient was administered heparin in 1000 ml 0.9% normal saline anticoagulant. The char issue is not MDR reportable. However, anesthesia complications are reportable.

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter stsf and developed anesthesia complications that required reintubation. The returned device was visually inspected upon receipt and char was found on the distal end of tip. Per this finding and event reported, an electrical test was performed on the catheter. The catheter was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation testing was performed, and the catheter passed. No occlusion was observed. Deflection testing was performed, and it was found within specifications. The catheter was deflecting correctly. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested, and it was working properly. The force values were observed within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections are in place to prevent this type of failure from leaving the facility. The customer complaint regarding char has been verified. However, the root cause of the char cannot be determined. In addition, char is a physical phenomenon of radio frequency rf. It can be the normal result of the ablation process. The root cause of the adverse event remains unknown. As stated by the doctor, patient condition might be related to a reaction to the anesthesia. Manufacture ref no: (B)(4).